Event description:
It was reported that in preparation for an interventional procedure, balloon catheter breakage occurred. The equalizer 7 x 2mm and 65 cm balloon catheter was reported broken during preparation. The procedure was completed with another unspecified device. No pt injuries or complications were reported. The pt's current status is reported as "fine." Additional information was requested, but is not available.